Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support guided the customer on resetting the pump. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.